Event description:
It was reported the camera head presented no image, would not connect to the console, or rather connected but the image was not pooping up on the screen. The issue occurred during preparation for use. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
Health professional ¿ (blank) and occupation ¿ no information provided. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dust and rust in the charge-coupled device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was due to damaged/cracked connector. A device history review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the field performance of this device.